Event description:
A customer called beckman coulter regarding discrepant urine test results from a pt. The pt was tested at the physician's office with the icon 25 hcg test kit and the result was negaive (-). The customer indicated the pt's period was late. Urine sample used was not a first morning void. The sample used for testing was collected in the afternoon. As serum sample for quantitative hcg was collected on the same visit and the result was 1189 miu/ml. There has been no change to pt treatment that can be attributed to this event.